Event description:
I have a zimmer knee replacement for revision surgery. It is loose and has given out without notice. I have pain in the following areas: both knees, both ankles, right hip, bone in both legs, and bilateral unstability.